Manufacturer narrative:
A second resolute integrity was implanted in the lad during the index procedure. The cec adjudicated that the previously reported stent thrombosis and tvr were related to the study device.

Event description:
During the index procedure, one resolute integrity drug eluting stent was implanted in the lad. One day post the index procedure the patient developed sudden chest pain, stent thrombosis was present within the stent and occlusion was confirmed. Pci and ivsu with thrombus suction were performed. Poba performed several times. Iabp was inserted, and the procedure was completed. Cec adjudicated as acute stent thrombosis.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion,stent thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (occlusion,stent thrombosis). (B)(4).